Manufacturer narrative:
Device evaluation: the explanted intraocular lens was discarded by the customer. Therefore, the complaint issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that haptics tore off due to handling problems with the intraocular lens (iol). The broken iol was removed and replaced with a new one. Patient involvement and user injury were reported. A 5 minute delay in the procedure was also reported. No vitrectomy was performed. Enlargement of the incision from 2.4mm to 2.9mm occurred. No additional information was provided to abbott medical optics.